Event description:
It was reported that the pump experienced a system error 6 alarm while in use. The display went blank and the pumping stopped. The pt was transferred to another pump without any complications.